Event description:
There was no indication that the product caused or contributed to an adverse event. The pump was returned for investigation. Investigation revealed the battery cap contact was out of specification and the display screen was cracked. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: during evaluation, the battery cap contact height and width were found to be out of specifications. Visual inspection of the returned battery cap revealed stripped threads and the cap would not secure properly during testing. Unrelated to the complaint, the display screen was scratched and cracked around the edges and the battery compartment was cracked at the threads. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.